Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("chronic lateral and subcostal pain") in a (B)(6) female patient who received essure (batch no. 641420). The occurrence of additional non-serious events is detailed below. In 2009, the patient started essure. On an unknown date, the patient experienced abdominal pain and chest pain (seriousness criteria medically significant and clinically significant/intervention required), dizziness ("dizziness"), fatigue ("fatigue") and anxiety ("anxiety"). Essure treatment was ongoing at the time of the report; however, an hysterectomy is scheduled for (B)(6) 2017. At the time of the report, the abdominal pain, dizziness, chest pain, fatigue and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain, dizziness, chest pain, fatigue and anxiety with essure. The reporter commented: the hysterectomy for this patient is scheduled on (B)(6) 2017 most recent follow-up information incorporated above includes: on 1-mar-2017: the required company causality case was added to the case (missing in the previous version) on 1-mar-2017: the hysterectomy for this patient is scheduled on (B)(6) 2017 and lot number was provided (641420). Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic lateral and subcostal pain. This event is anticipated in the reference safety information for essure. Essure treatment was ongoing at the time of the report; however, an hysterectomy is scheduled for (B)(6) 2017 (approximately 8 years after insertion). Chronic abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("chronic lateral and subcostal pain") in a (B)(6) female patient who received essure (batch no. 641420). The occurrence of additional non-serious events is detailed below. In 2009, the patient started essure. On an unknown date, the patient experienced abdominal pain and chest pain (seriousness criteria medically significant and clinically significant/intervention required), dizziness ("dizziness"), fatigue ("fatigue") and anxiety ("anxiety"). Essure treatment was ongoing at the time of the report; however, an hysterectomy is scheduled for (B)(6) 2017. At the time of the report, the abdominal pain, dizziness, chest pain, fatigue and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain, dizziness, chest pain, fatigue and anxiety with essure. The reporter commented: the hysterectomy for this patient is scheduled on (B)(6) 2017. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: 641420 - production date: may-2009 - expiration date: may-2012. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-apr-2017: no answer to follow up requests could be obtained from reporter. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic lateral and subcostal pain. This event is anticipated in the reference safety information for essure. Essure treatment was ongoing at the time of the report; however, an hysterectomy is scheduled for (B)(6) 2017 (approximately 8 years after insertion). Chronic abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Despite follow-up attempts, no further information could be obtained.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("chronic lateral and subcostal pain") in a (B)(6) female patient who received essure (batch no. 641420). The occurrence of additional non-serious events is detailed below. In 2009, the patient started essure. On an unknown date, the patient experienced abdominal pain and chest pain (seriousness criteria medically significant and clinically significant/intervention required), dizziness ("dizziness"), fatigue ("fatigue") and anxiety ("anxiety"). Essure treatment was ongoing at the time of the report; however, an hysterectomy is scheduled for (B)(6) 2017. At the time of the report, the abdominal pain, dizziness, chest pain, fatigue and anxiety outcome was unknown. The reporter provided no causality assessment for abdominal pain, dizziness, chest pain, fatigue and anxiety with essure. The reporter commented: the hysterectomy for this patient is scheduled on (B)(6) 2017. Quality-safety evaluation of ptc: lot#: 641420 - production date: may-2009 - expiration date: may-2012. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced chronic lateral and subcostal pain. This event is anticipated in the reference safety information for essure. Essure treatment was ongoing at the time of the report; however, an hysterectomy is scheduled for (B)(6) 2017 (approximately 8 years after insertion). Chronic abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, this event was assessed as related to essure use. This case was regarded as incident since intervention was required. Other nonserious events were also reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.